Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. A sample was received for evaluation. Visual inspection passed process at accuracy test station. Functional testing shows no problem found. The customer's complaint was not duplicated. The root cause for this event is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device is failing the accuracy error percentage. Unit was tested 5 times. No patient injury/involvement reported.